Event description:
The patient reported that the lower rate was programmed to 75 bpm, but that the patient's heart rate had been around 65-66 bpm for the last few days. Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.